Manufacturer narrative:
On-site inspection was performed by distributor on 05/09/08. The lift and sling involved in the reported incident was viewed and inspected and was revealed that the uno 102em had been adulterated by the facility. Training records were requested caregivers using the equipment, but none were available. Maintenance records were requested from the facilities service technician, but none were available as he admitted that maintenance was "never performed on the lift". The following problems were found with the lift: the control box on the unit was from a sabina floor lift, the sling bar on the unit was not a liko manufactured product and the sling used at the time of the incident was not a liko manufactured sling. A lift found in this condition cannot be approved for use by liko ab, due to adulteration of the equipment. The cause of the incident is most likely, directly or indirectly related to misuse and/or adulteration of the equipment.